Manufacturer narrative:
Unit passed the displacement test, rewind, self test and unexpected restart error test. The stop current and run current measurement tests are within specification. Unit also passed off no power alarm test and delivery accuracy test. Unit alarmed motor error during the basic occlusion test and was unable to prime during prime test due to faulty force sensor resistor. No motor position encoder error alarm noted in the alarm history screen. The motor was tested outside of the unit and passed. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had motor error during prime and motor position encoder error. The blood glucose was 130 mg/dl at the time of the incident. The device will be returned for analysis.